Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the pulse generator exhibited a diagnostics anomaly. After clearing the diagnostics, normal device function resumed. The patient would continue to be monitored.

Event description:
New information reported stated that on (B)(6)2017 the device was explanted and replaced. No patient symptoms or additional information was reported.

Manufacturer narrative:
Final analysis found normal device characteristics.